Manufacturer narrative:
Only the inserter and suture were returned for evaluation. There is no damage to the suture or handle. Review of the device history records confirmed that no abnormalities were reported with this product during manufacture all components passed all manufacturing and quality verifications. Review of our quality records confirmed that no additional complaints have been filed for this manufactured lot. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Anchor broke when intacted with the bone. Additional information confirmed that all pieces of the anchor were removed from the patient. Procedure being performed was an instability shoulder arthroscopy. Insertion site was prepped using a 2.9mm drill. A back-up device was available to complete the repair.